Manufacturer narrative:
Customer reported that their AED was flashing red and was pompting a code of "battery replace now warning". The maintenance activity was reported as daily by checking the asi light. The battery pack expiry date is 10/31/2029. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
Customer reported that their AED was flashing red and was pompting a code of "battery replace now warning". The maintenance activity was reported as daily by checking the asi light. The battery pack expiry date is 10/31/2029. They did not report that this event occurred during patient use.